Event description:
The explanted vns generator was returned for analysis on (B)(6) 2012. The generator was depleted and at an end of service condition. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.attempts for additional information about the mood changes have been unsuccessful to date.

Event description:
Reporter indicated the patient's mood changes were felt to be due to disease process and vns depletion. The mood changes were approximately the same as before the patient had the vns implanted. The patient's mood did improve following vns generator replacement. It is possible vns programming changes or medication changes preceded the mood changes, but the event was not specified. The patient does have a pre-vns history of mood changes. The vns generator was not replaced to preclude a serious injury as a result of the mood changes.

Event description:
Reporter indicated a patient was referred for vns generator replacement due to battery depletion and mood changes, which were felt to possibly be related to the vns generator depletion.it is unknown if the vns generator was performed to preclude a serious injury as a result of the mood changes, or for patient comfort. The patient had vns generator replacement surgery performed on (B)(6) 2012. Attempts for additional information and return of the explanted generator are in progress.

Manufacturer narrative:
(B)(4).